Event description:
The lay user/patient contacted lfs on (B) (6) 2010 alleging inaccurate high readings on her one touch ping meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that she obtained a 311 mg/dl on (B) (6) 2010 at around 9:00 pm. She did not exhibit any symptoms at the time of testing. She then took 5 units of insulin and 15 minutes later, she tested on the ping meter again and the meter read 181 mg/dl. She felt that the reading of 181 mg/dl was too low. She then tested on several other non-lfs meters and one result she provided was from an accucheck meter where the readings were around 250 mg/dl. At around 11:15 pm, she was exhibiting symptoms of shaky, clammy and sweaty. She tested and obtained a 60 mg/dl on the accucheck meter. She then self-treated with food and/or drink. The patient did not seek any further medical attention or contact their physician for assistance. The product was replaced. No further clinical information was provided. It would have been helpful to know whether the patient tested on her lfs meter when exhibiting symptoms, her diabetes regimen and how soon after self-treatment the patient felt better. The complaint is being reported since the patient alleged that due to the inaccurate high readings, she took insulin based on the reading and two hours later developed symptom suggestive of a serious injury and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.